Event description:
Customer reported with an issue of "error e315 (error-scope error) , cannot recognize the scope" . The issue found at preparation for use for a diagnostic enteroscopy procedure. The device was replaced and the intended procedure with no delay was completed using a similar device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
Address: full name of establishment - (B)(6) hospital. The subject device was received and evaluated. Device evaluation, service repair noted the reported issue of error e315 scope error was not reproduced, however, abnormal image was observed and was restored to normal state after drying the device (aeration performed ). It was suspected that the customers improper cleaning and maintenance caused the liquid to enter the endoscope through the venting valve, resulting in abnormal image and the e315 error reported by the customer occurred. The image restored to normal state after drying. Furthermore, the following defects/findings were identified during device inspection: remote switches inspection failed. Device found with liquid invasion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: e2 was inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the inside of the scope connector was flooded during user handling. As a result, an abnormality occurred in the electronic component, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.